Event description:
The rptr stated that rptr did meter to lab comparison tests, 15 minutes apart. Rptr had a meter reading of 212 mg/dl, and the lab test result was 140 mg/dl. Rptr did not have any symptoms. No harm was alleged. Follow-up attempts to contact the rptr have not been successful.